Event description:
The customer reported via phone call that the insulin pump alarmed no delivery during the fill tubing step. The customer stated that she experienced difficulty with filling the reservoirs with insulin. The customer did not know the blood glucose reading. The customer stated that she changed the reservoir out, and this resolved the no delivery alarm. She declined to troubleshoot for the issue. She stated that this issue had occurred previously and stated that she believed the issue was related to the reservoir again. She was advised to do a complete set change. She declined to return the infusion set and reservoir for analysis. She was advised that the reservoir would be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.